Manufacturer narrative:
The insulin pump alarmed with a button error and there was no response from the up arrow button, due to corroded keypad trace. The device was also received with minor scratches on the display window, a cracked reservoir tube lip and a broken belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 120 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.